Event description:
It was reported that customer experienced repeated cgm error messages on pump, including cgm error 42 occurring multiple times on same device. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while technical support arranged shipment of replacement pump, confirmed shipping address, and explained that customer would need to reenter pump settings and reconnect cgm on replacement; technical support also provided instructions for placing pump into storage mode and instructed customer to return problematic pump with prepaid label within 10 days, which customer understood and acknowledged.